Event description:
As reported, on the first use, the fogarty balloon came out folded on itself (pigtail form). Same for the second balloon. It was indicated that the balloon was inflated without problems. When retrieving the device, the catheter was torn (in j shape), the balloon may remain intact or deteriorate. It was indicated that it appears that the balloon came "out folded" from the vessel.

Manufacturer narrative:
The devices were discarded by the hospital. Without return of the product, it is not possible to confirm the complaint or determine if damages or defects were present on the product. A review of the manufacturing records indicated that the product met specifications upon release. It is not known if handling factors may have contributed to the event. No other actions will be taken at this time.